Event description:
Healthcare professional reported after injection to unspecified sites with 6mls of juvederm voluma with lidocaine as well as concomitant injection with 50 units of vistabel and 4mls of juvederm volbella with lidocaine patient developed headaches and visual disturbances. Injecting physician noted patient had a cerebro-vascular accident. Approximately 2 months later patient was injected with another 5mls of juvederm voluma with lidocaine and 10mls of juvederm volift with lidocaine and developed a headache just after injection. No specific treatment information has been provided however patient has been hospitalized in the neurology department. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00154 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot# vb20a40420), also a device manufactured by allergan.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Medwatch sent to FDA on 03/17/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of headaches, visual disturbances, cerebrovascular accident, and ischemic lesions are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.